Event description:
It was reported that patient underwent a knee arthroplasty procedure utilizing instrumentation guides in 2009. The cutting guides brought in preparation for the surgery were not the cutting guides originally called out in the pre-operative plan. As a result, the surgery was delayed by forty-five minutes in order to obtain the correct cutting guides. No non-conformance was identified with the manufacture of the components; however, an error in the paperwork provided with the guides was noted. No complications from the aforementioned delay have been reported to date.

Manufacturer narrative:
Evaluation results were received from the contract manufacturer/supplier stating that the labels and the preoperative plan were missing during the packaging process. A reprint was ordered, but the wrong labels and plan got printed and placed in the box with the guides. Therefore, the wrong instrumentation was mentioned on the plan.

Manufacturer narrative:
Product and complaint has been forwarded to contract manufacturer/supplier for further evaluation. The event was not product conformance related, but an issue with the paperwork sent by the contract manufacturer/supplier. The paperwork contained information indicating instrumentation and patient identification for an alternate surgery.

Event description:
It was reported that patient underwent a knee arthroplasty procedure utilizing instrumentation guides on (B) (6) 2009. The cutting guides brought in preparation for the surgery were not the cutting guides originally called out in the pre-operative plan. As a result, the surgery was delayed by forty-five minutes in order to obtain the correct cutting guides. No non-conformance was identified with the manufacture of the components, however, an error in the paperwork provided with the guides was noted. No complications from the aforementioned delay have been reported to date.